Event description:
The patient reports that the device does not turn on, even despite a battery change. The patient had no adverse event or a reaction resulting from this problem.

Manufacturer narrative:
The batteries in the device appeared to be low in voltage. However, there was an issue with the firmware that prevented the device from turning on when the batteries were low even though the required voltage to turn the device on was met.